Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure devices had perforated") and genital haemorrhage ("irregular bleeding") in an adult female patient who had essure (batch no. B02263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: zovia from (B)(6) 2005 to (B)(6) 2006. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and device expulsion ("migration of essure device location of device: attached to uterus"). The patient was treated with surgery (fallopian tube laparoscopic fulguration on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia and device expulsion outcome was unknown. The reporter considered device expulsion, dyspareunia, fallopian tube perforation and genital haemorrhage to be related to essure. The reporter commented: essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 0 coils left: 0 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure devices had perforated; in (B)(6) 2013: perforation (fallopian tube). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, lot number received, event added as :- migration of essure device location of device: attached to uterus, dyspareunia (painful sexual intercourse). Historical drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure devices had perforated") and genital haemorrhage ("irregular bleeding") in an adult female patient who had essure (batch no. B02263) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: zovia from 11-may-2005 to december 2006. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and device expulsion ("migration of essure device location of device: attached to uterus"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia and device expulsion outcome was unknown. The reporter considered device expulsion, dyspareunia, fallopian tube perforation and genital haemorrhage to be related to essure. The reporter commented: essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 0 coils; left: 0 coils. The hcp told to plaintiff that essure went through her fallopian tube and she would not be fully protected from getting pregnant. Plaintiff had fallopian tube laparoscopic fulguration on (B)(6) 2014 (tubal ligation). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure devices had perforated; in october 2013: perforation (fallopian tube). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint). On 20-aug-2018: upon routine quality monitoring activity, seriousness criteria intervention required was unticked (plaintiff did not receive treatment for fallopian tube perforation). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure devices had perforated") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (fallopian tube laparoscopic fulguration on (B)(6) 2014). At the time of the report, the fallopian tube perforation and genital haemorrhage outcome was unknown. The reporter considered fallopian tube perforation and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure devices had perforated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.